Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient did not place ipg into surgery mode prior to an unrelated procedure. As a result, ipg was unable to communicate with external devices. Troubleshooting was able to recover the ipg and resolve the issue.